Event description:
It was reported that a patient underwent a sling procedure on (B)(6) 2012. The needle tip was broken when the box was opened and the device was not used on the patient. Another like device was used to complete the procedure. There were no adverse patient consequences reported.

Manufacturer narrative:
(B)(4). Plastic needle damage/breakage. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.